Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2015 with the following findings: a review of the pump¿s black box history showed that battery voltages were within normal specifications. No evidence of battery life issues were observed in the black box history. During testing, the pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no intermittent connections or moisture damage was observed. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery and cartridge caps were used to complete all testing. The complaint of short battery life was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.